Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair, t2 could not be deployed. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the device pictured did not match the description, as both anchors were deployed and the suture had been removed. A visual inspection revealed that that depth indicator had not been adjusted. T1 had already been deployed, but had been cut away from the suture, and t2 was still in its expected position within the needle channel. There was debris along the needle and suture, and minor bends present in the shaft from use. A functional evaluation revealed that the actuator cycled as expected and deployed t2 successfully. The slip knot was able to slide along the suture. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. ¿ read these instructions completely prior to use. ¿ do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. ¿ if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Reference: case-2020-00034145-1